Event description:
Freestyle libre 2 sensors from lot ktp002398 do not appear to be calibrated accurately and are unreliable for intended use. Discussions with abbott freestyle libre 2 technical support has been useless. The sensor reads 40-80mg/dl high and the readings fluctuate in a high frequency sawtooth pattern--blood glucose does not cycle up to 100 mg/dl up and down. Based on my research of online diabetic sites and discussions with abbott, I believe the libre 2 sensors are no reliable for safe use by a diabetic and the FDA needs to randomly sample delivered product to get a feel for the actual accuracy, not what abbott reported to gain approval. The test of a product is how it performs in the field, and based on my experience, this product is not suitable for use. I connected a dexcom 6 sensor and ran concurrently with an inaccurate freestyle libre 2. The dexcom product was dead on accurate with my glucometer. The libre 2 sensor had extremely high readings. FDA safety report ID # (B)(4).